Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that needle was break. Blood glucose was 102mg/dl. Customer reported that needle would not remove from the sensor and was extracted and the needle hub was still attached. Needle was attached in right abdomen. The product will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used. No broken or missing parts were observed during analysis.